Manufacturer narrative:
1038671-2023-00674, 1038671-2024-05007 d10: concomitant devices, (B)(6) 02-012-35-3509 - logic tibia ps mod insrt sz 3.5 9mm, (B)(6) 02-012-45-3535 - lgc tibial fit tray cem sz 3.5f / 3.5t, (B)(6) 200-02-35 - three peg patella 35mm. The reason for the revision reported in (B)(4) cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Per a report from the legal department, the patient had an initial right knee replacement. Approximately 9 years and 4 months later, the patient had right knee revision (op report attached). Diagnosis during the revision was to aseptic loosening. There is no device return. There are no photos or other images of the device provided. No additional information is available.